Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a starclose se device after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the clip of the starclose se partially deployed; however, the sheath remained stuck with the clip. The device was stuck in the anatomy. The access site was enlarged (cutdown) to remove the starclose se device and surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported clip caught at the distal end of the sheath could not be confirmed as the sheath and clip were not returned for analysis. The reported inability to remove the device could not be replicated in a testing environment as is was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported clip caught at the distal end of the sheath appears to be related to the device inadvertently pulled back during clip deployment such that contributed to the clip interacting with and deploying on the sheath and was stuck on the patient¿s tissue. These interactions further contributed to the observed damage to the vessel locator wings and internal components and subsequently leading to the reported inability to remove the device and surgical cut down for removal. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.g1: contact name